Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, eventually exceeding measurements of 125 ohms. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.